Event description:
It was reported that on 25 june 2023, a 16mm amplatzer septal occluder was selected for an implant using a 8f amplatzer torqvue delivery system. During the procedure, the occluder formed cobra phenomenon. Device was removed from the patient prior to released from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. It is unknown if a new device was implant. The patient is stable

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, an image was received from the field and the image appeared to show the device deformity (cobra). However, it could not be confirmed as there was no cobra deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that an 8f delivery system was used. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.